Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the customer reported issue was confirmed. Inspection found lock was loose. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, ¿preparation and inspection inspection of the camera head ·when turning the endoscope mount lock counterclockwise with holding it lightly, confirm that the endoscope mount lock is free from looseness or backlash. ·when operating the endoscope mount, confirm that the endoscope mount is free from looseness or backlash. Olympus will continue to monitor complaints about this device.

Event description:
It was reported that the subject device "lock was loose". The issue was found during cleaning and disinfection. There was no patient impact , no harm reported due to the event.